Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to unspecified reasons. A new aus consisting of a 4.0 cm cuff, pump, and balloon were implanted. Despite efforts, no further information could be obtained. A supplemental report will be filed should additional information received, or the device returned for analysis.